Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing low blood glucose readings of 63 mg/dl and stated that she changed the infusion set the night before and has been low since. Customer stated that she can't get her blood glucose readings up and they keep dropping to 34 mg/dl. Customer has treated with orange juice. The drive support cap was noted to be normal. No further information reported.